Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd premounted stent system with stent. The balloon was loosely folded and the stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The stent is damaged 8mm from the proximal edge of the stent. There are numerous hypotube kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-june-2018. It was reported that shaft kink occurred. The stenosed target lesion was located in the renal artery. A 4.0mmx19mmx150cm express¿ vascular sd stent was advanced to treat the lesion; however, it was noted that the stent delivery system was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.